Event description:
It was reported by the caller that all pacing impedances were zero (0) ohms and that both impedances were variable and high (superior vena cava (svc) approximately 160ohms and right ventricular (rv) lead approximately 140 ohms). The caller stated the rhythm was coming through intrinsically at approximately 60 bpm but the device is "blindly pacing at times when it shouldn't." It was currently programmed vvi. Fluoroscopy was done and reported as unremarkable with no obvious lead dislodgement or fracture noted. It was further reported that the patient presented to the hospital due to patient alerts. The physician found that there were lead impedance alerts set for all three leads. The device was functioning in an asynchronous manner regardless of what mode was programmed. The pacing lead impedances were all reported to be zero ohms. The electrograms were all flat lines and no sensing measurements could be made. The physician disabled the implantable cardioverter defibrillator (ICD) and programmed the mode to odo. All connections were confirmed to be secure and lead parameters were confirmed to be within normal expectations during invasive evaluation therefore, the device was suspected of a malfunction and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. A die scratch was observed and it was confirmed the scratch led to inte rference with the l410 integrated circuit which controls the pacing and regulator path switches for the pacing stimulus and the measurement path switches for the impedance feature. This failure was considered to be a random component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 implantable tachy lead, (B)(6) 2013; 5076-52 implantable pacing lead, (B)(6) 2013; 4296-88 implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.